Manufacturer narrative:
Corrected data. B5 - describe event or problem. B5 - describe event or problem. A patient experienced ineffective therapy and lead migration was reported to abbott. Surgical intervention was undertaken wherein the leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both cervical leads. Surgical intervention was undertaken wherein the entire system was explanted. Additional surgical intervention may take place to restore therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both cervical leads. Surgical intervention was undertaken wherein the leads were explanted. Additional surgical intervention may take place to restore therapy.